Event description:
It was reported that the device had a blank display. Physio-control's device evaluation and extensive investigation found a malfunction that disabled critical functions of the device. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Correction: (B)(4). The initial MDR reads: 02/25/2004, the initial MDR should read: 04/06/2001.

Manufacturer narrative:
(B)(4). Physio-control determined the most likely cause for the critical malfunction to be a screw that was wedged next to the power supply assembly. The screw resulted in an electrical short and the current surge damaged several assemblies to affect critical functions of the device. Physio replaced the damaged assemblies (interface pcb, system/memory pcb, battery wire harness, main control keypad and power pcb) and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.